Event description:
Another manufacturer's stent grafts were implanted on an unknown date for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently, and cta revealed a type iii separation endoleak and a ruptured aneurysm. A valiant (B)(4) was implanted to cover the type iii separation endoleak, and the ruptured aneurysm was successfully contained. The patient was on coumadin, had an abnormally high inr, and was given multiple units of blood during the procedure. After the valiant stent graft was implanted, the patient developed disseminated intravascular coagulation with heavy bleeding from both femoral artery cut down sites and a midline abdominal incision that had been made to relieve the distended abdominal area. The patient expired during the procedure due to excessive blood loss.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, bleeding); patient's condition affected effectiveness of device (stent graft was implanted in a patient for the treatment of a pre-operatively ruptured abdominal aneurysm); unapproved use of device. Conclusion: operational context contributed to event.